Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7070883.

Event description:
It was reported that the patient was reprogrammed and underwent an unknown spinal cord stimulator lead revision procedure due to an unknown reason. No further information has been obtained despite good faith efforts.